Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the first firing with a white reload, the last two staple lines did not form toward the proximal end. The surgeon used sutures and another device was used to complete the procedure. There was no pt consequence.